Event description:
As reported by the edwards field clinical specialist (fcs), during a transfemoral tavr procedure the sapien valve was placed too aortic [95:5] requiring deployment of a second valve. Per report, access was obtained without issue. Bav was performed under rapid ventricular pacing. The 26mm sapien valve was inserted and positioned. Coplanar view was good, however, the valve was not coaxial. Attempts were made to correct the coaxial alignment by pushing the wire, and by rotating the entire system. The coaxial alignment was improved but not corrected entirely. Echo was used to aid in positioning showing what looked like a 60:40 positioning. The valve was deployed under rapid ventricular pacing; the valve final position was 95:5 aortic. The patient remained stable. A second valve was prepped, positioned and deployed 50:50 within the first valve. Echo showed zero paravalvular leak and zero central aortic insufficiency. The delivery system and sheath were removed without difficulty. The patient was extubated and transported to ICU in stable condition. The device malposition was attributed to the valve not being coaxial to the native valve which was primarily due to the patient¿s anatomy. Per additional information received, this patient did well post tavr and was awaiting for his last consult, ready to be discharged. Additional information: the native valve/leaflet calcification was severe; the aortic root calcification was described as mild; coaxial alignment of the delivery system and the valve was described as poor; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was described as normal.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient and procedural factors [i.e. Severe native valve/leaflet calcification and poor coaxial alignment of the valve and the delivery system] appears to have contributed to malposition of the device post deployment. There was no indication this event was caused by dysfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.